Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a partial lead was returned in six pieces for analysis. The helix was able to be retracted and it was found to be clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils which was due to the inner insulation damage that was consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: a3a - sex: - should have been "female".